Event description:
Information was received indicating that, an 840 ventilator failed the power-on self-test (post)) and had an inoperable graphical user interface (gui) alarm. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.